Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio iq meter was displaying an unknown error message - ¿retest with a new strip¿. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from a follow up call to the reporter from medical surveillance specialist (mss). The reporter stated the alleged issue occurred on ¿(B)(6) 2015, sunday night¿. The patient manages their diabetes with 50 units of lantus insulin (no adjustments) and continued with his usual dose of medication including sliding scale. The reporter stated that throughout (B)(6) night after the alleged product issue began the patient developed symptoms of ¿confusion and nausea¿. The reporter stated that on ¿(B)(6)2015. 7am¿ the patient was admitted to hospital as a result of not being able to test on the meter and received health care professional (hcp) treatment including ¿shots and IV fluids¿. The reporter was unable to specify what the medications were. The reporter stated that a blood glucose result of ¿370mg/dl¿ on the hospital meter on ¿(B)(6) 2015, monday morning¿ at the time of troubleshooting, the cca verified that this was not the first time the meter was being used and the issue was resolved with trouble shooting. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.